Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for use. Based on the information found, the root cause of the missing connections stickers could not fully be determined. Possible root causes could be: the sticker set was not delivered; the language kit was not delivered, or the customer has misplaced the sticker somewhere. The root cause of the white p&t knob was a temporarily unavailability of the original p&t knob, see customer information pn elo20200326n. The p&t knobs and the connection stickers were sent to the customer via rga (B)(6) . There was no patient or user harm reported.

Event description:
These units arrived without labels on the front connections (159529 label set), fan modes and with the white knob, different from the original (silver color). These items are requested to be sent for installation.